Manufacturer narrative:
(B)(4). Date sent: 3/13/2024. B3: event year only reported: 2024. D4 batch #: a9d66z. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? No, it's partially separated from the clamp arm. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.  Visual analysis of the returned sample determined that the device was returned with the blade scratched and cracked. In addition, the device was returned with the tissue pad melted, not all present and the missing portion was not returned. The clamp arm was returned broken at the distal side. During functional testing on gen11, an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to verify the internal components and no anomalies were found.   Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure.   Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch a9d66z, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the partial tissue pad peeled after 30 minutes of operation, and a new one was substituted to successfully complete the surgery. There were no patient consequences.